Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: o2 cell test failed , o2 cell expired showing message o2 cell calibration needed. No patient harm.